Manufacturer narrative:
H.6. Investigation: seven open 32g x 4mm pen needle samples and six photos were returned from lot. No. 0028927, cat. No.320559. Visual examination was carried out on returned samples and photos and a broken non patient end of cannula was observed on six samples and a bent non patient end of cannula was observed on one sample. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As all samples returned were open it is not possible to confirm this defect to be manufacturing related.

Event description:
It was reported that 6 bd micro-fine¿ pro pen needles were found broken. The following information was provided by the initial reporter, translated from japanese to english: "the customer reported about bent needles npe." "3 defect samples were returned. Bdj confirmed 1 np needle bent and 6 np needle broken." "Incorrect : 3 defect samples were returned. Correct : 7 defect samples were returned."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 6 bd micro-fine" pro pen needles were found broken. The following information was provided by the initial reporter, translated from (B)(6) to english: "the customer reported about bent needles npe." "3 defect samples were returned. Bdj confirmed 1 np needle bent and 6 np needle broken." "Incorrect : 3 defect samples were returned. Correct : 7 defect samples were returned."